Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown morphine for non-malignant pain. It was reported that the patient could not deliver a bolus because it would go to 90 and would not go any further. The patient stated that it would show 90 and sit there for 2-3 minutes. An agent assisted the patient with clearing the data and they managed to successfully deliver a bolus.

Manufacturer narrative:
B3. Event date was asked but is not known. D10. Section d references the main component of the system. Other medical products in use during the event include: product ID: a820, product type: software, software version: 2.0.1700. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.